Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient attempted to treat the high blood glucose levels with a new pod and insulin injections but failed to decrease the levels. The patient is currently hospitalized. Specific treatment information is unavailable.